Event description:
I had the essure device put in, in 2009. Since then I've suffered from daily migraines, fatigue, mood changes, bleeding, constant pain, joint pain, hair loss, vision problems, and insomnia. I've been treated with preventable drugs for the migraines as well as for pai including botox and hospital stay and nothing helps. I had to have a full hysterectomy in (B)(6) 2015 to try and help relieve the issues.